Manufacturer narrative:
Evaluation summary: (B)(4) : the device was returned and analyzed and no anomalies were found. Analysis of the leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut and there was apparent explant damage.

Event description:
An implantable cardiac defibrillator (ICD) and leads were returned with no information. The manufacture database indicated the patient died five months post implant of the ICD system. Information obtained through follow up revealed the patient's cause of death was cardio-pulmonary arrest. The last known interrogation at the (B)(6) clinic was five months prior to the day of death and all parameters were within normal limits.

Event description:
Asku

Event description:
An implantable cardiac defibrillator (ICD) and leads were returned with no information. The manufacture database indicated the patient died five months post implant of the ICD system. Information obtained through follow up revealed the patient's cause of death was cardio-pulmonary arrest. The last known interrogation at the cardiology clinic was five months prior to the day of death and all parameters were within normal limits.